Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power on and the power supply was replaced to resolve. It was further noted that the system fan was noisy and the fan was also replaced.

Event description:
It was reported that the programmer did not power on. It was noted that several cables and power sources were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer did not power on. It was noted that several cables and power sources were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 229047 software analyzer. (B)(4).